Manufacturer narrative:
Product analysis: it was confirmed that the upper and lower cases were cracked. The output connectors were found to be cracked. The main keypad was found to require replacement. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) upper case was damaged and the lower case was cracked. The epg was returned for service. There was no patient involvement.